Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's footswitch unable to activate fluoroscopy. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was rejected by the customer. As the service request was rejected, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to activate fluoroscopy. The device was in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.